Manufacturer narrative:
Unused/sterile devices were returned and tested. There was no damage or leak noted with any of the returned devices.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported leak and break were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak and break were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not properly connected and/or fully tightened thus resulting in the reported leak and break. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the indeflator was on negative pressure and upon connecting to the balloon and unlocking the indeflator, the gauge of the device did not return back to the neutral position. It was attempted to repeat the prep procedure; however, the indeflator would not hold pressure and when it reached 6 atmospheres (atm) it would drop back to 4 atm. A new indeflator was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.